Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and embolization occurred. In 2004 the left anterior descending artery was pre-dilated with a 2.5 x 20 mm balloon. A taxus express2 2.75 x 32 mm drug eluting stent was then inserted to the target lesion. During the inflation of the stent balloon catheter, a non-uniform expansion of the stent was noticed at 8 atms. The stent delivery system was removed. A taxus express2 3.0 x 32 mm drug eluting stent was successfully implanted with a nice result. During the retrieval of the first stent from the guide catheter, the stent was damaged by the "y" adaptor and dislodged from the balloon catheter. There were no further reported pt complications.